Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿m raising this as an official complaint as it appears this is a recurring problem that the surgeon has raised previously with my predecessor, (B)(6). Essentially, (B)(6) uses the first generation of corail instruments and is finding that there is a mismatch between where the broach sits and the definitive stem. Upon introducing the definitive he is finding that the corail stem sits a few mm prouder compared to the broach and as a result (B)(6) has recently had to revise patients for periprosthetic fractures. Doe: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was returned and failure mode confirmed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.